Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a revision due to erosion and possible infection. The s-ICD was repositioned under the muscle and remains implanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further info concerning this report is expected. Our investigation is complete. This investigation will be updated should further info be provided.